Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was an issue with low draw. The following information was provided by the initial reporter, translated from chinese to english: during use this batch, the customer found many tubes have low draw issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was an issue with low draw. The following information was provided by the initial reporter, translated from (B)(6) to english: during use this batch, the customer found many tubes have low draw issue.